Event description:
PICC line was placed on (B)(6) 2017. Patient as outpatient comes to receive care and noted to be leaking from insertion site. Upon removal of PICC, puncture hole noted at 6cm mark which is well past (internal) insertion site.